Manufacturer narrative:
Follow-up #1: date of submission 06/28/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: on investigation, the alleged no power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found evidence of pump reboot and two replace battery warnings associated with discharged battery being use. The alleged damaged battery compartment was verified with a battery compartment crack running from the threads to the case seal along the side of the compartment. The return battery cap was undamaged and able to secure properly onto the pump. The pump to power up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Pump casing was opened and no intermittent conditions were found on the power printed circuit board or the continuous glucose monitor module. Unrelated to the complaint, the display was found to be dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump failed to power up and the battery compartment was found to have cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).